Manufacturer narrative:
(B)(4). The patient was brought in for evaluation and testing in all three vectors produced measurements within normal limits. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system exhibited a shock impedance measurement greater than 200 ohms. No adverse patient effects were reported.